Event description:
During an interventional procedure, the smart 7fr 120cm biliary 14x60 and smart 7fr 80cm biliary 14x80 overlapped and shrank. The delivery systems will be returned. Additional info indicated that the stents shortened after deployment. There was no pt injury reported with the event.

Manufacturer narrative:
The affiliate indicated that half of the stent deployed normally, but the other half of the stent deployed into the first part. Stent was overlapped itself. The vessel was severly occluded. The 80mm stent was utilized because of abnormal shortening. Both smart products were utilized because the stents did not fully expand. Both products were utilized during the same procedure. Prior to inserting in the pt, both products were undamaged. All the products were prep according to the (IFU) instruction for use. No issues occurred during insertion through the sheath (resistance/friction, etc). During delivery to the site, no issues were encountered with the vessel. The target site was not at an acute angle. During deployment, all the slack was removed from the delivery system. All the IFU guidelines were strictly followed when deploying the stent. The product remained implanted. The stents were post dilated. No further info was available. The product was received for analysis, but the assessment has not been completed. Additional info will be submitted within 30 days upon receipt, this is one of two products used during the same procedure on the same pt, which is associated with mfg report #9616099-2008-00917.